Manufacturer narrative:
(B)(4). Batch # u5a59k. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to has nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open high anterior resection, the firing handle could not be grasped completely when the adjusting knob was tightened to two-thirds as usual after the rectal resection by cs40g. The adjusting knob was loosened back to three-quarters to remove the device, but it was hard to do. The device was removed somehow but the deployed staples were unformed so that additional cut was performed. The breaking sound of washer was heard. The device was used between the rectum and colon. The surgeon confirmed the leakage and unformed stapling after he removed the device. He cut and re-anastomosed with a competitive device. There was no change to the procedure. There were no adverse consequences to the patient.